Manufacturer narrative:
Pump passed all functional testing including the self, sleep, current and measurement, run current measurement, rewind, prime and seating, basic occlusion, occlusion, force sensor and displacement tests and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The mother of a customer reported via phone call of hospitalization for high blood glucose level of 700mg/dl and diabetic ketoacidosis. The customer also indicated that the pump alarmed no delivery. Troubleshooting was performed. Customer reported that the high blood glucose started about one week and a half ago. Customer is calling for a replacement only and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.